Event description:
Per the clinic, the device was explanted (specific date not reported) due to unspecified reason. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection and skin breakdown at the implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported).